Event description:
It was reported that a system error 2240 (air in line) occurred on the homechoice (hc) device. It is unknown whether a patient was connected when this occurred; however, there was no report of patient injury, medical intervention, or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.